Manufacturer narrative:
The device in question was not returned because it was disposed of. A device history record (DHR) review and similar complaints review were completed as part of the device evaluation. The DHR review found no unusual events or abnormalities during the assembly of this device that would have contributed to the reported event. The similar complaint review found one additional complaint reported on this lot. While similar complaints were found, the complaint rate for this issue is within the expected occurrence rate as detailed in the risk management documentation for this product. Corrective and preventive action plans were previously issued to further investigate and address the reported issue. It was determined in previous lab studies that the coating can be peeled-off/ abraided as a result of the user not properly tightening/securing the torque device to the proximal region of the guide wire. The directions for use (dfu) accompanying the product has been amended, adding stronger language to properly secure the torque device prior to manipulation, as a caution to the user. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn.

Event description:
It was reported in 2007, an embolization procedure of an arteriovenous malformation. The physician prepared the guidewire (subject device) for use with a marathon catheter in the normal manner, by thoroughly wetting the wire dispenser coil and backloading the guidewire into the catheter. After manipulation in the patient, the physician withdrew the guidewire through the catheter and rhv (rotating hemostasis valve) and noted that a quantity of green particles exited the rhv onto the swabs. The physician continued the procedure with a second wire of the same batch, which was not backloaded into the catheter and did not experience the same quantity of particulate matter after use. The procedure was completed as expected. There was no evidence of thromboembolic complications post procedure, and the patient had no serious injury.